Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28oct2019.

Event description:
The customer reported battery failure. Unit not staying on with battery only. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 20nov2019 . The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the battery. The customer replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.